Event description:
Medics were attempting to monitor a pt (age and gender unknown) and the unit's monitor screen display went blank. They ran strips to monitor the pt's rhythm. There was no adverse effect on the pt.